Event description:
The customer reported blood detector errors on the coulter hmx hematology analyzer with autoloader. The customer also reported the instrument was locking up. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the rear blood detector was below the threshold on voltage causing it to generate errors. The fse adjusted the voltage on the blood detector to resolve the issue. (B)(4).